Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported a tampon fell apart upon removal. A few hours later a tampon piece came out of her and fell into the toilet when urinating. She manually checked for tampon pieces and is confident no pieces remained inside.